Manufacturer narrative:
The precise cause for a broken knee scorpion tip insert could not be determined. Confirmed the tip insert hardness to be within specification and within correct heat treat tolerance. Device history record review revealed nothing relevant to this event. Standard function test could not be performed due to the related condition. Unrelated, laser markings on the tip became rusted and discolored.

Manufacturer narrative:
Complaint confirmed. The precise cause for a broken knee scorpion tip insert could not be determined. Confirmed the tip insert hardness to be within specification and within correct heat treat tolerance. Device history record review revealed nothing relevant to this event. Standard function test could not be performed due to the related condition.

Event description:
It was reported that during a meniscal root reinsertion the tip of scorpion broke when putting the wire in the meniscus without forcing. The broken piece was retrieved from patient. Update 13-march-2019: a reinsertion of the posterior horn of the meniscus was planned initially. No second ar-12990 was available during surgery so a meniscal suture was performed instead. The surgery was completed successfully. No harm for the patient, operator or third party was reported. It was not necessary to do a second surgery.